Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was a contralateral approach via the femoral artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. This 4.0 mm x 220 mm x 150 cm coyote mr balloon catheter was used to pre-dilate the target lesion. Upon the first inflation the balloon ruptured at 10 atm. The device was removed from the patient intact. The procedure was continued with another of the same coyote mr balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).